Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that loss of ventricular capture was observed on the implantable cardioverter defibrillator (ICD). No changes were performed. The patient was just being monitored. The patient was stable.